Event description:
The customer reported a heat sensor is on and there was poor image quality. No pt was harmed.

Manufacturer narrative:
The ge service rep repaired a bad connection to temp sensor. Eh changed settings in utility suite for better image quality. The system operating as intended.